Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the incoming inspection member found debris in the sterile package, and the sterile package was crushed. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Foreign report source: japan. UDI (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03524 - 1. Products were received for evaluation. Complaint is confirmed through visual inspection of the returned product. Both drills were returned with all packaging and contents intact. Both drills were still sealed in their sterile pouches. Both of the sterile pouches had punctures. One puncture appears to have left a mark on the inner pouch and the other is a smaller puncture. Device history record was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the product when it left zimmer biomet was conforming to all specifications. The punctures/damage to the sterile pouch likely occurred during shipping. The root cause of the reported event is transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.